Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the battery reamer device had contact damage, cannot engage attachment - coupling, component damage, sticky trigger, insufficient/low power, mode switch resistance too high and corrosion/rusting/pitting, foreign substance/debris/cleaning/sterilization and the devices had been eaten by lime and could not be taken apart due to dirt. It was further determined that the device failed pretest for general condition, check the attachment coupling, check for sticky trigger, check power with the test bench and mode switch test. It was noted in the service order that the device did not work. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, an additional report will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance. (B)(4)